Event description:
Dental office advised that halfway through an endodontic procedure, the dentist separated the endo file halfway down the canal of the patient. The patient was referred to a local endodontist to have the file removed. Dentist noted file was new out of the package. After incident, files were discarded and not returned to manufacturer.